Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer was not open. The customer stated that this malfunction caused a delay in dispensing medication to patients since the user retrieved the medication from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer did not open. A field service engineer responded, and the customer reported that matrix drawer 1 auxiliary was not opening consistently, the engineer installed one washer in each screw, which resolved the issue. However, access to remote support services was still unavailable. The engineer performed maintenance, cleaned the unit, and ran inventory to ensure proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer was not open. The customer stated that this malfunction caused a delay in dispensing medication to patients since the user retrieved the medication from another station. There were no adverse events or injuries reported based on this event.